Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, the fse found that the system was unresponsive at the application level. To resolve the issue, the fse initiated a system software reinstallation. Prior to this, a complete system backup was performed, and all necessary configuration data was re-established. After the reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.